Manufacturer narrative:
Pump passed the displacement, unexpected restart error test and no unexpected restart error alarm noted. Pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, stained end cap sticker, stained address/serial number label, cracked belt clip slot, cracked lcd window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had unexpected restart. Customer's blood glucose level was 67 mg/dl at the time of incident. It also stated that alarm occurred after insertion of new battery. The insulin pump will be returned for analysis.